Manufacturer narrative:
This medical facility recognizes that storing inadequately reprocessed endoscope in the carrying case raised concerns. The instruction manual states "do not store this product in a carrying case. Stage of this product in a carrying case and subsequent clinical use may increase infection risks " and this is believed to be attributable to user error. The UDI# listed in d4 is the UDI# for the country where the event occurred and is different from the UDI-di in the united states. The UDI-di for this product in the united states is (B)(4).

Event description:
This medical facility stored the reprocessed endoscope in the endoscope carrying cases. This medical facility recognizes that storing inadequately reprocessed endoscope in the carrying case raised concerns about cross-infection in six patients. This report is for the sixth patient.